Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.a product sample was received at the manufacturing site and it is awaiting evaluation.(B)(4).

Event description:
A customer reported that the vitreous probe did not have any cutting action during a pars plan vitrectomy. The probe was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation. There is no additional information available for this event.

Manufacturer narrative:
A device history record review of the reported lot shows that the product was released per specifications. A product sample was received for evaluation. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. (B)(4).